Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 11.8-14.0cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that the lead had exhibited a chronic problem of t-wave oversensing. The lead was explanted and replaced during device change-out due to normal eri. The lead was removed in its entirety without injury to the patient. Externalized conductors were observed. The patient was in satisfactory condition and tolerated the procedure well.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.